Event description:
The customer stated he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 550 mg/dl. The customer stated he also had an upset stomach due to diabetic ketoacidosis. The customer stated he changed the infusion set the night prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the prime test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Additional info: currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.